Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was at a 75% charge. Upon plugging in the pump to charge, a power source alert occurred, indicating that the pump did not recognize the power source and the battery gauge dropped from 75 to 70%, while plugged into a power source. Subsequently, a malfunction alarm occurred and the pump stopped all insulin delivery. The pump was then noted to be unresponsive. The pump was able to be turned back on and a second power source alert annunciated. Reportedly, the pump history was noted to be inaccurate, with no information displayed since (B)(6) 2016. The customer's blood glucose level was impacted (385 mg/dl). The customer administered a shot of toujeo and a shot of humalog. The customer was unable to successfully charge the pump using multiple outlets and adaptors. Reportedly, the customer has manual injections available as alternate insulin therapy.

Manufacturer narrative:
(B)(4).